Manufacturer narrative:
This issue has reoccurred and will be fully investigated on pr (B)(4) with MDR #: 3030677-2018-01578.

Event description:
It has been reported that the device is failing self-test.